Event description:
The fse reported that the tube arced and the screen went black. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage tube assembly (including the secondary collimator) was evaluated and replaced, and filament calibration was performed. The system was tested and found to be working as intended and returned to service.